Event description:
It was reported that the patient experienced the device not inflating beginning 3 months ago with an inflatable penile prosthesis (ipp). The ipp pump and reservoir was explanted and a new ipp pump and reservoir was implanted. At time of explant it was observed that there was little amount of fluid left in the device. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.